Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent probe of the synchron cx5 delta clinical system had a fluid leak. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the probe tubing which resolved the issue.